Event description:
It was reported that the insulin pump alerted low battery, and by the time the customer had gone home to change the battery, the screen went blank and would not come back on. The blood glucose reading was 127 mg/dl. Another blood glucose reading was 215 mg/dl; it was unclear which was the most recent during the call. The display did not return upon troubleshooting. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.